Event description:
It was reported via repair work order that the load cells were giving wrong numbers causing scale to be inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.